Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder (lot: 8032399) was chosen for implant. When the device was attempted to deploy inside the patient, it deployed in a cobra head shape. The device was removed from the body. It was deployed outside the body and formed in the appropriate formation. It was attempted to implant the device, but once again, it deployed in a cobra head shape. The device was removed from the patient and a new 10mm amplatzer septal occluder (lot: 8256908) was chosen for implant. The new occluder was attempted to implant, but when it was deployed it also took a cobra head shape. Neither devices were ever released from the cable while inside the patient. There was no angulation/kink observed with the delivery system. It is "unsure" if there was interaction with cardiac structures during deployment. Ultimately, a new unknown manufacturer device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.